Event description:
It was reported that following the implant of an advance male sling, the patient experienced worsened incontinence. An artificial urinary sphincter device was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.